Event description:
It was reported that during a lead revision procedure the implantable pulse generator (ipg) was programmed voo, and there was a brief period of asystole. The ipg was connected to a competitive lead at the time. The physician chose to changeout the device and a new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: unknown competitor lead. (B)(4)